Manufacturer narrative:
(B)(4) date sent 2/3/2025 d4 batch #914c48. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45d reload was returned unfired with 8 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form left side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 914c48, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e24060011, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy surgery, open the packing and noted that the staple drivers fell off. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.